Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the user identified mixed products when the sealed case contained different products. The following information was provided by the initial reporter. The customer stated: it was reported that incorrect product received. They received the correct case of product but it contained a diffrent item in it and that it was sealed.

Manufacturer narrative:
Date of event: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed is an mfg OEM htl manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the user identified mixed products when the sealed case contained different products. The following information was provided by the initial reporter. The customer stated: it was reported that incorrect product received. They received the correct case of product but it contained a different item in it and that it was sealed.